Manufacturer narrative:
Upon eval of the complaint, it was determined the roll pin was not installed by the distributor during installation. The roll pin will prevent the light pole from unscrewing from the track mount after installation. The pelton and crane installation instructions clearly states to properly install the roll pin during installation of the track light. The installation instructions also list warnings to insure the roll pin is properly installed.

Event description:
When the office staff came to work in the morning, the office staff noticed their pelton and crane track light was sitting on top of their dental chair.